Event description:
Pt claims implantation of plates and screws was performed without his consent. Pt is now reporting that he does not sweat because of damage to sympathetic nerves, body swells, mild headaches, popping in spine, constant pain, numbness in left buttocks and down leg, aching and weak legs, burning and stinging in the ankles and back, any activity causes such severe pain that he is forced to bed for days at a time.